Event description:
The post anesthesia care unit staff heard pca pump beep, but no nurse or pt had pressed delivery device. Pca programmed for pca mode only. History checked and stated 20mg of medication was rec'd and amount left in syringe was 47cc. Post anesthesia care unit staff stopped pca pump, removed it from svc, labeled it for inspection and turned it over to central sterile supply staff. No loading dose or interval doses given to pt while in post anesthesia care unit. Pt was drowsy but responsive and denied pain. Pt controlled delivery device not given to pt while in post anesthesia care unit. Note: tubing manually primed using 2cc's of medication from 50cc syringe, leaving 48cc in syringe when secured into the pca pump. Note: clinical engineer shipped pump to MFR same day without performing invasive maintenance.